Manufacturer narrative:
Additional information will be provided once the investigation has been completed. (B)(4).

Event description:
It was reported that the pull wire broke on the implant in surgery.

Manufacturer narrative:
Alleged failure: pull wire broke. Probable root cause: design: poor mechanical advantage of locking feature, materials of inserter locking mechanism cannot withstand user locking forces. Manufacturing: locking mechanism not manufactured or assembled to specification, incorrect heat treatment applied. Application: not enough force applied. User unfamiliarity with device. The product was not returned for investigation therefore the reported failure mode was not confirmed. The alleged failure mode will be monitored for future reoccurrence. Mfg date: 12/22/2015. (B)(4).

Event description:
It was reported that the pull wire broke on the implant in surgery.